Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an infection the patient had his spectra penile prosthesis (spp) removed and replaced. The spp was explanted and a new device consisting of a 12mmxcm cylinders were implanted. Additional information was received that the infection site was the scrotum and the physician does not believe the device contributed to the infection. The patient outcome after this surgery was that the issue was resolved.